Manufacturer narrative:
An event regarding instability involving a trident liner was reported. The event was not confirmed. Method & results: -device evaluation and results: a visual, functional and dimensional inspection could not be performed as the device was not returned. -medical records received and evaluation: no medical records or x-rays were made available for evaluation. -device history review: device history review indicated the devices accepted into final stock from the reported lot were free from discrepancies -complaint history review: there has been no other event for the lot referenced. Conclusions: the event could not be confirmed nor the root cause determined because the devices were not returned for evaluation and insufficient medical information was provided. If the devices and/or additional information are received, this investigation will be reopened and re-evaluated.

Event description:
Pt. Had a revision of a wright medical mom on (B)(6) 2016. At that time a stryker tritanium cup and 40mm liner were placed. Subsequently, the patient became unstable so he was revised to a stryker mdm today

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information has been requested and if received, will be provided in the supplemental report. Not returned to manufacturer.

Event description:
Pt. Had a revision of a wright medical mom on (B)(6) 2016. At that time a stryker tritanium cup and 40mm liner were placed. Subsequently, the patient became unstable so he was revised to a stryker mdm today.